Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The guide wire was noted to be stretched and bent and the core wires was noted to be protruding. In background, introducer needle and surgical instruments can bee seen. Therefore, investigation is confirmed for the reported guidewire bent, stretched and identified unraveled material issues, and the investigation is inconclusive for the reported failure to advance, difficult to remove and sticking issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp for a malignant tumor at the gastroesophageal junction. The internal jugular vein was punctured, and a port was intended to be placed on the right chest wall. After successful puncture, the operator advanced the guidewire; however, at approximately 15 cm, forward advancement became difficult. Attempts to withdraw the guidewire were unsuccessful, resulting in both the guidewire and puncture needle being pulled out together. Separation outside the body was not possible, and forceful separation was attempted, causing guidewire deformation and stretched. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp for a malignant tumor at the gastroesophageal junction. The internal jugular vein was punctured, and a port was intended to be placed on the right chest wall. After successful puncture, the operator advanced the guidewire; however, at approximately 15 cm, forward advancement became difficult. Attempts to withdraw the guidewire were unsuccessful, resulting in both the guidewire and puncture needle being pulled out together. Separation outside the body was not possible, and forceful separation was attempted, causing guidewire deformation and stretched. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.